Event description:
It was reported the patient's blood glucose level rose to 312 mg/dl while wearing the pod between 24 and 36 hours. As treatment, the patient was going to use a back up method to give himself bolus.

Manufacturer narrative:
Investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Although the cannula was damaged, the timing and cause of the damage is unknown. The patient history buffer files showed the algorithm was functioning as intended, correctly responding to continuous glucose monitor inputs.